Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a sales rep that during an unknown surgery on (B)(6) 2020, the suture broke during use. There were no adverse consequences to the patient. No additional information could be provided.